Event description:
Reporter states the pt tested 8.0 inr on the coaguchek xs system and 5.0 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system for eval.